Event description:
It was reported that the patient underwent posterolateral fusion l4-s1 using posterior instrumentation and iliac crest bone graft to treat lumbar spinal stenosis and disc degeneration. No mention is made of rhbmp-2 in the operative report or other records provided. At 22 days post-op, the patient presented for post-op follow-up. No complications were noted. Radiographs were interpreted to indicate "alignment is well maintained with grass and instrumentation and excellent position." Per the physician's notes, "there has been excellent resolution of radicular pain." At 57 days post-op, the patient presented for post-op follow up. No complications were noted. At 99 days post-op, the patient presented with persistent back pain requiring 1-2 tablets of percocet daily. Radiographs were read to show "alignment is well maintained with progression of fusion mass bilaterally." Per the physician's notes, the patient was "doing well postoperatively, with appropriate postop discomfort. There has been excellent resolution of radicular pain." A trial of a tens unit was recommended. 225 days post-op, the patient presented with a flare of back pain. Physician's notes indicate a broken right foot 6 weeks prior with surgery 3 weeks prior. Patient is in a cast and "this has altered her gait, and she has developed some back pain." At 316 days post-op, the patient presented with back pain. Radiographs indicated "alignment maintained, good consolidation." The patient was diagnosed with axial back pain with no neurologic signs or symptoms. Physical therapy was planned. At 519 days post-op, the patient presented with back pain and pressure on her low back with discomfort in the region of the right psis. Physician offered trigger point injection, but patient declined. Physical therapy recommended. At 883 days post-op, the patient presented for follow up with continued right sided psoas pain with right leg numbness. Radiographs indicated the "alignment is well maintained." At 1016 days post-op, the patient presented with chronic right lumbosacral/pelvic pain. At 1030 days post-op, the patient presented for follow up to review MRI and bone scans. The MRI was interpreted to show "no disc herniation or stenosis. No significant epidural fibrosis." The bone scan was read as follows: "increased uptake in the sacroiliac joints bilaterally right somewhat greater than left. The right kidney also has greater activity than the left." At 1344 days post-op, an emg indicated "right leg compatible with a common peroneal nerve axonal mononeuropathy. Site of compression most likely above the knee. No evidence of radiculopathy." At 1375 days post-op, the patient presented with pain in the region of the right si joint which is not particularly exacerbated by any spinal or pelvic maneuver. A bone scan was interpreted to show "slight increase in activity in the l4 region." An MRI scan dated 1353 days post-op was read to indicate "facet arthropathy and anterolisthesis l3-l4 with foraminal narrowing." Hip MRI was negative. 1416 days post-op, the patient was admitted for junctional stenosis with a subluxation at l3-4. She underwent removal of hardware l4-s1, decompressive laminectomy at the junctional level, and re-instrumentation and fusion l3-l5 using depuy and acromed hardware. No mention is made of rhbmp-2 in the operative report or other medical records provided. Post-operatively, it is claimed that the patient received rhbmp-2/acs, and that the patient developed intense pain, incontinence, and weakness and damage in the right and left legs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.